Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted insulation damage approximately 596-613 mm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Detailed analysis of the insulation damage concluded that due to the location and type of damage observed, this insulation damage was likely caused by lead-on-lead interaction within the heart.

Event description:
Boston scientific received information that this right ventricular (rv) lead was farfield oversensing atrial activity. There was no evidence of asystole greater than two seconds. No adverse patient effects were reported. Surgical intervention was performed and the lead was explanted and replaced.